Event description:
I checked my blood pressure before and after taking this medication, but still it is same. Blood pressure checked using apple watch. I dont know why there is no proper mechanism for reporting a side effect in india. Need proper reporting channel in india.